Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure when backing it off the wire, the wire broke and was left inside the patient. Customer was able to retrieve the wire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Images were provided for review. The investigation of the reported event is currently underway. D2b (mcw; dqx). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.